Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning 14 hours ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A low voltage hazard alarm was observed on (B)(6) 2022 at 11:32 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power condition, as the rsoc steadily decreased. However, the alarm resolved within approximately 3 seconds of activation when power was restored to the system, and a no external power alarm was not active at this time. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list" cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that the patient had a no external power event while connected to the mobile power unit (mpu) on (B)(6) 2022 at 11:32 am. During this time the controller appropriately switched power to the backup battery and pump function was not interrupted. These events appeared to resolve once ac power was restored to the mpu.